Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. The devices luer lock was not on the syringe when returned for analysis, therefore, it is not possible to fully perform the investigation of this complaint and provide a cause of the reported event. Therefore, the complaint could not be confirmed, and the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that the syringe was opened on a sterile table, and the team noticed the syringe was only halfway filled. There was no patient involvement or injury.